Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check there was an indication of a lead alert for low impedance on the observation. The physician will continue monitoring the status of the lead. The lead remains in use. No patient complications have been reported as a result of this event.